Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not giving alarm that it was low, batteries were not lasting for long, it was not getting correct readings and had unexplained no delivery alarms and battery cap sticks plastic ships off when changing reservoir and had scratches. Blood glucose level of the customer was unknown. Insulin pump will not be returned for the analysis.